Event description:
It was reported the application locked up while processing the image for preview losing the image causing the patient to be re-exposed. The technician rebooted the system; once this was done, the system is working as intended.